Manufacturer narrative:
The reported feedback suggests a leakage was not confirmed. A visual inspection of the sample did not identify any signs of damage or defects that could have contributed to the customer's experience. The maxzero was subjected to functional testing by connecting it to various female luers from bd stock; no connection or disconnection issues were identified throughout testing. Additionally no leakage was identified from the connection of the components during a flush of through. It was not possible to confirm the root cause of the reported issue in this instance.

Event description:
The reported feedback suggests that there was a leakage.